Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss due to fracture.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Additional information received for b7 other relevant history, including preexisting medical conditions: adding heavy occlusal force. This is a follow up report for this additional information. Device received for this event is being corrected from astratech impl ev 3.6s 13mm os catalog # 26314 to primetaper ev ø4.8 x 9mm os catalog # 68011105. This is a follow up report for this corrected information. Correcting UDI # from to (B)(4). This is a follow up report for this corrected information. Correcting lot # from 492184 to unk. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported. Removing codes for: medical device problem code: 1260. Investigation findings code: 3252. The correct codes for this complaint are: medical device problem code: 2408. Investigation findings code: 213. This is a follow up report to correct this code. Correcting b5 describe event or problem from, it was reported that a patient experienced a dental implant loss due to fracture. To, it was reported that a patient experienced a dental implant loss. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported, removing codes for: investigation findings code: 213. The correct codes for this complaint are: investigation findings code: 3243, this is a follow up report to correct this code.

Manufacturer narrative:
Adding implanted date (B)(6) 2022. This is a follow up report for this additional information. Correcting explanted date from (B)(6) 2025. This is a follow up report for this corrected information.